Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not set alarm was not functioning. The bed was located on the 1st floor. There was no patient/user injury reported.

Manufacturer narrative:
The technician found a ground wire was cut on the switch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the switch to resolve the issue. Based on this information, no further action is required.